Event description:
It was reported that a user contacted support for a continuous glucose monitor accuracy concern while using the ilet system and was found to be making multiple meal announcements per meal, resulting in unintended insulin dosing; images were reviewed and the behavior was characterized as improper use related to the user interface, and the user was referred for clinician review and additional training. The user was assigned for additional training and directed to the clinical management line for reinforcement of meal announcement guidelines. No clinical signs, symptoms, or conditions, and in one instance the apparent low glucose was determined to be a sensor inaccuracy after glucometer confirmed an in-range blood glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure with repeated meal announcements involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.